Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not unlock intermittently. A field service engineer turned on the device, opened the half-height drawer, and checked that the retractor band was correctly positioned and zip tied. The field service engineer adjusted the catch latch by moving it forward to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a failed hardware. The customer reported that the failed hardware happened during middle of the procedure. There were no adverse events or injuries reported as a result of this incident.